Event description:
On (B)(6) 2025, user reported dexcom g7 sensor showing a blood glucose (bg) of 40 mg/dl for over 12 hours without verification; after switching to an abbott sensor, bg initially read 326 mg/dl then stabilized to 177 mg/dl. The user's lowest recorded bg was 40 mg/dl and highest was 326 mg/dl, with bg out of range for over 90 minutes. Troubleshooting identified faulty sensor, and resolution involved replacing the sensor, resuming ilet dosing, and confirming no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.